Event description:
Account reported on (B)(6) 2014, multiple patients presented post operation with diffuse lamellar keratitis (dlk). On (B)(6) 1204 ,account reported that the patient on this report had surgery back on (B)(6) 2014 in both eyes. He presented 1 day post-op with dlk in both eyes. The current dlk stage is IV. They also reported that patient was currently receiving treatment with topical steroids, oral steroids and flap lift and rinse with alcohol. No date was provided for the flap lift and rinse procedure. Patient is responding to treatment however, dlk has not resolved. The account reports that patient has lost more than 2 lines of best corrected visual acuity (bcva) compare to pre-op. However, they have not reported pre-op or post op bcva. They are only reporting the uncorrected visual acuity 20/80 for the right eye and 20/40 for the left eye.

Manufacturer narrative:
Field service specialist visited the account and no problem was found with intralase laser. A clinical development manager visited the account and the account reported they didn¿t have anything new in the operating room at the time these cases started. But since then, they have changed: brushes the surgeon uses intraoperatively on the stroma and on the flap; the soap they use to clean instruments; the heat sterilizer; and the instruments. Brushes - they make their own from regular synthetic hair craft brushes. They take the synthetic hair and insert them in metallic pieces. Only the brushes are changed. The metallic pieces have been used for years. They claim this is a technique that the surgeon has always used and that the previous surgeon had use (retired about a year ago). Soap - they used (B)(4) soap. They changed to universal concentrated surgical instrument cleaner in j(B)(4) 2014, but discontinued the use of any soap after dlk cases continued. Now, they only use alcohol, water, and a syringe to clean instruments. Sterilizers - they don't do any regular maintenance of their sterilizers (have owned for years). They decided to buy a brand new heat sterilizer about a month ago (same brand). The only disposable instruments used during procedures are the spears. They use suction speculums during every procedure. Scrub tech said that the surgeon irrigates a lot. They use cold balanced salt solution (bss) before treatment, and room temperature bss after treatment. They refill the disposable bss containers with bss from bigger glass bottle. This is a process that they have always used. They don't use visx suction system, they use a different system with hoses and a container that goes on the floor. Aseptic techniques - no one uses gloves nor masks during the procedures. The operating room is cleaned by the hired person who cleans the rest of the office. It seems that he waxes the floor as well. The intralase is in a separate room that they use with a microscope. The operating room has three compartments: in the center is the cleaning station, and one visx suite on each side. They own two visx s4ir. They use the visx microscope to treat pterygium patients as well. Even they haven¿t used a keratome for years, they keep keratome tanks in the cleaning station which look old, and a little dusty. Recommended to take the keratome tanks away from the operating room, not to use aromatic cleaners for the operating room, and to store contact lenses out of the or to avoid non-surgical techs coming in and out when the sterilized instruments are around. They keep contact lenses in the operating room, at a cabinet in the cleaning station. Scrub tech mentioned that line techs come in and out of this room during procedures as they are fitting contact lenses on patients. The account also reported to abbott that the air ducts had not been cleaned in the operating room for approximately 5 years and that there was visible dust and debris. The doctor has since had the dust and debris removed and remediated. It was strongly suggested to the surgeon that he move all disposable instruments for the foreseeable future. All pertinent information available to abbott medical optics has been submitted. Placeholder.